Event description:
It is alleged that the cup's locking ring pooped out and could not be placed back in a satisfactory position to accept the liner. Another cup was opened and used to complete the procedure.

Manufacturer narrative:
This report will be amended when our investigation is complete.